Event description:
The customer called to report that she has been hospitalized six times for low blood glucose levels this week. The customer only had information for two of the events. On (B)(6) 2011, her husband found her in the parking lot of a grocery store, and was taken to the hospital. On (B)(6) 2011, she was taken to the hospital by the paramedics. Her blood glucose reading was 30 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The customer also stated that she usually treats based on the sensor glucose without first taking a fingerstick reading. The customer stated that she usually only checks her blood glucose levels twice a day. Advised the customer to always check her blood glucose before treating, and to check her blood glucose levels more often. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.